Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, implanting an expired device, patient engaging in strenuous activities, patient picking the wound, not using antibiotics, not prepping the skin, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The questionnaire shows the site was not irrigated before closure which may have contributed to the condition experienced by the patient. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is likely due to user error-clinician for not irrigating the site before closure.

Event description:
Patient presented to office for suture removal and initial programming and pocket site appeared red and draining fluid. Physician applied antibiotic ointment and a dressing as well as prescribed oral antibiotics.